Event description:
A report was received that the pt's ipg location was causing the pt discomfort. The pt underwent a pocket revision surgery in which the pocket location was moved to a more comfortable location for the pt. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.